Event description:
Health professional reported a lap-band "would not stay fastened." The buckle disengagement was confirmed during surgery and the band was removed without replacement.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possibility of buckle disengagement or breakage as follows: "caution: the band is not intended to be opened laparoscopically with surgical instruments. Unrecognized damage to the band may result in subsequent breakage or failure of the device."